Manufacturer narrative:
Title: difficult tracheal extubation due to endotracheal tube malfunction: a challenge during the covid-19 pandemic source: journal of taibah university medical sciences volume 16, issue 6, december 2021, pages 935-937. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed from 3rd of february to 8th of may 2021, the device had failed cuff deflation and damaged pilot tube. Magill forceps were used to break and deflate the cuff to allow for extubation. This was associated with the adult male and had urgent laparoscopic cholecystectomy event.